Event description:
Patient had a routine intrathecal baclofen pump refill in clinic with a np. Two days following the pump refill, the patient was found unconscious at work. Ems was called and administered narcan spray to which the patient responded. Uds was positive for opioid. She denied taking any narcotics. She was admitted to the hospital where she continued to require a continuous narcan drip for respiratory acidosis and respiratory support with bipap or nc 02 for 4-5 days until a replacement of intrathecal baclofen could be obtained. It was assumed that her pump was refilled with an incorrect medication involving a narcotic. She did not have overt signs of baclofen withdrawal. Her pump medication was replaced by dr. (B)(6) and dr. (B)(6) in the hospital and her condition improved about 36 hours later allowing her to be discharged the following day. The pump medication has been sent by the admitting hospital to an outside laboratory for testing and results are not yet available. Her confirmatory uds was positive for hydromorphone which is not prescribed to her. I am still awaiting results of the pump medication. This was sent by (B)(6) to (B)(6). There is still a remaining amount of medication in the laboratory refrigerator at (B)(6) hospital in (B)(6) that I requested in case supplementary testing was needed.